Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose 575 mg/dl at the time of incident and current blood glucose level was 575 mg/dl. Customer not feeling ok to trouble shoot high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump and manual injection. Customer was neither in emergency room nor admitted into hospital and nor was emergency medical services dispatched as a result of high blood glucose event. Customer not alleging that the insulin pump was under delivering. Drive support cap was normal. The device will not be returned for analysis.